Event description:
It was reported by the customer that the pyxis medstation es system had a broken drawer. This incident resulted in a delay to patient care and confirmed that there was no delay or patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2.2 failed due to the faulty bearing cage. A field service engineer adjusted the dislocated bearing cage on the slide rail and confirmed that the issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.